Manufacturer narrative:
The implicated product is a port with 8.0 fr. Catheter in a peel-apart percutaneous introducer system. The product received for evaluation is four sheets of x-ray film containing 43 views of x-ray and MRI or CT exposures. A radiologist's interpretation is not included with the films. A lot history reveals no related mfg issues and four similar complaints for this lot. Three of the four additional complaints were inconclusive due to lack of complaint sample while the fourth is confirmed, user-related. Twelve of the exposures appear to have been obtained under fluoroscopy and show a wire loop device approaching and in differnet positions arouund what may be a catheter's distal tip. The presence of ribs in these exposures is evidence the catheter's general location is in the chest; the specific location is not identifiable to this reviewer. The proximal end of the catheter tubing is not visible in these exposures. Two of the remaining 31 exposures are chest x-rays that show a port positioned in a pt's upper left, anterior chest wall. The catheter is not visualized in these views. The device components are not identifiable by this reviewer in the 29 MRI/CT exposures. The inability to identify a catheter in the two chest x-rays, while the port is clearly visible, appears to confirm the removal of the tubing from the pt. Exposures showing a wire snare demonstrate this was done intra-vascularly and suggest embolization. However, these exposures do not provide any evidence that aids in the determination of a cause for the complaint incident. This reviewer's lack of familiarity with the type of a large number of the exposures (MRI/CT) precludes identification of significant anatomical landmarks and/or implanted medical devices.

Event description:
The port was placed 8/19/96. On 1/27/97, while the nurse was infusing saline into the port with a 10cc syringe, the nurse heard a noise like a "plug". Immediately thereafter, the nurse noticed skin swelling as the injection continued. The nurse discontinued the injection and called a doctor. Radiology confirmed extravasation from the port. The port was removed 1/28/97.